Event description:
This is a case that was reported on the (B)(6) 2012 to baxter (B)(4) from the local hospital indicating that on the (B)(6) 2012 a patient started hemodialysis therapy at 13:05 and finished at 17:05. The patient stated they felt strange, however no symptoms were reported. The patient was transported to the hospital. The patient currently remains in the cardiac care unit (ccu). It is unknown what interventions were required prior to nor after the hospitalization. The patient was using a xenium xph 210 dialyzer and gambro bloodline at the time of the event. The patient outcome is unknown at this time.

Manufacturer narrative:
(B)(4). No samples are available for evaluation. The manufacturer, (B)(4), has been notified and will conduct a batch review for the lot number identified. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed for the reported problem of patient reaction - hemolysis. No samples or pictures were available to evaluate the issue. Nipro's manufacturing records, inspection records and retained sample testing found no abnormalities. Therefore, a root cause could not be determined.